Event description:
It was reported that an arteriotomy closure of the right common femoral was attempted using a proglide, with an 8fr sheath, after an angioplasty interventional procedure. Reportedly, when the needles were deployed, the suture broke. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that plunger deployment did not occur because the needle tip and rail end were found inside the guide tube. This is consistent with the plunger being pulled instead of deploying it to capture the cuffs. The reported event was not confirmed. Based on visual analysis of the returned device, the cause of this incident is due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.